Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to install the cartridge on the pump, and that it would not fit. There was no impact to the customer's blood glucose level. Reportedly, customer successfully loaded a new cartridge to resolve the issue and resume insulin delivery on the pump.